Event description:
Event description guidant received information that this patient's transvenous defibrillation lead had to be repositioned due to increased thresholds and decreased r-waves. No oversensing was noted. They thought it possibly had moved out of position.